Event description:
When disconnecting the huber needle from the patient's port, the needle would not fully withdraw into the safety device. The huber needle was removed without complication or injury to the patient or caregiver.